Event description:
It was reported that prior to starting a da vinci si surgical procedure, the plastic piece at the end of the spatula was totally broken on permanent cautery spatula instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the proximal clevis had both ears broken. One ear fractured at its base and was still attached to the clevis. The other ear fractured around the proximal pin and was missing a 0.140 x 0.090 piece. Additional observation not reported by the customer was a broken ceramic sleeve. The distal end of the ceramic sleeve was broken and missing a 0.160 x 0.090 piece. Ceramic sleeve also had various scratch marks below the broken section. Evidence not conclusive but damages may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.